Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on the second firing during a low anterior resection, there was about 1cm remaining to be resected. The surgeon used another cartridge for the second firing. The surgeon pressed the firing button and a tone was heard. The tone went off and the surgeon returned the knife and opened the jaws. The cartridge was not fired to the end and unformed staples had fallen. The customer inquired the reason why firing stopped in the middle. The tissue was not thick. The procedure was completed with another device. There was no patient injury.